Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), expiratory channel and pressure transducer printed circuit boards (pcb) were found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The returned pcbs were tested in a ventilator in our ventilator laboratory. The tests included ventilation with a test lung and numerous pre-use checks. The expiratory channel pcb passed all the tests and couldn't reproduce any issue. The expiratory pressure transducer pcb was tested on its own, it failed the internal leakage test. The pressure transducer sensor pcb was measured, the resistor bridge and the zero pressure voltage had a major drift. The cause of the issue is the pressure transducer pcb. A previous investigation on similar problem concluded that there was a liquid contamination on the bonding of the sensor that had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure.

Event description:
Manufacturers reference ID: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4).